Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate this event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause of the issue was determined to be a false empty detect at initial drain and initial drain alarm volume was met. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 11:46:27. During night drain cycle one, the patient's ultrafiltration reading was 285ml, indicating the home patient (hp) drained 285ml more than their maximum programmed fill volume of 100ml. No additional information is available.